Manufacturer narrative:
(B)(4)

Event description:
In a follow up the physician reported the patient to have significant residual myopia that the patient was unable to tolerate.

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for evaluation. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A physician reported an intraocular lens (iol) that was exchanged for another lens of a different model due to the patient being unhappy with their vision. No additional information provided.